Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of a false positive cefoxitin screen when testing a patient staphylococcus aureus isolate using the vitek® 2 ast-gp67 test kit lot 1321384203. A biomérieux field service engineer (fse) visited the customer site and replaced the reader optics of the vitek® 2. Repeat testing of the patient staphylococcus aureus isolate was performed after the optics were replaced and a cefoxitin screen negative result was obtained. The customer data was requested but not submitted to biomérieux for investigation. Biomérieux reviewed the production and final qc release data associated with lot 1321384203. The review determined lot 1321384203 had no anomalies during the manufacturing process and lot met final qc release criteria. The cause of the customer¿s false positive cefoxitin screen result was not established. However, there is no evidence which suggests that lot 1321384203 is not functioning as intended.

Event description:
A customer in the united states notified biomérieux of obtaining false (B)(6) cefoxitin screen results for a patient (B)(6) isolate in association with the vitek® 2 ast-gp67 test kit (ref (B)(4), lot 1321384203). The (B)(6) cefoxitin screen results are obtained on one instrument, but the customer's other instrument obtains (B)(6) results. Kirby bauer disk diffusion testing was performed as an alternative method and obtained (B)(6) (susceptible) results. Repeat analysis with the vitek® 2 ast-gp67 test kit was performed on two different instruments. The instrument used for initial testing obtained the same (B)(6) result when repeat analysis was performed. The other instrument obtained the expected (B)(6) (susceptible) result. There is no indication or report from the customer that the (B)(6) cefoxitin screen results led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.